Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical technician provided follow-up information which revealed that ic23 on the actuator test board was "fried." The biomed replaced the actuator test board, however, when the system was powered on, the new board became damaged. Although requested, no further information has been made available related to the service activities. It is not currently known if the unit has been returned to service at the user facility. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical technician at the user facility reported that ic23 on the actuator test board was "fried." The damage was observed while troubleshooting for an unrelated alarm on the 2008k2 hemodialysis (hd) machine. The biomed replaced the actuator test board, however, when the system was powered on, ic23 on the new board was "fried." No patient was connected to the machine at the time of the incident. No parts are available to be returned to the manufacturer for evaluation.